Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional two proglide devices referenced being filed under separate medwatch reports.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using three proglide devices via a 6f sheath after a percutaneous transluminal angioplasty interventional procedure. Reportedly, a suture break occurred with the three devices. Manual arterial compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4).

Event description:
Subsequent to filing of the medwatch report, additional information was received via a user facility medwatch report: perclose suture broke early. Tried 2 different perclose devices, both broke. Had to hold manual pressure to close artery. Lower extremity pta.